Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the passive planar sharp probe is bent. There was no patient present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the probe would pass verification despite it being bent.